Manufacturer narrative:
Date received from MFR: 22nov2019. Per the report, evaluation was performed and preventive maintenance was provided. No repair though was initiated as no approval was received. Unit was returned to the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05march2019. (B)(4). No phone number provided. Philips field service engineer (fse) confirmed the reported issue. It was not a malfunction of the unit, the issue seemed to be due to a combination of the circuits in use and a v60. Parts which need to be replaced are none. The fse informed the customer issue seemed to be due to a combination of the circuits in use and a v60.

Event description:
Customer reports patient circuit disconnect alarm not sounding when used in combination with dual float chamber and intersurgical (is) passive water trap and pressure line (wtp) circuit combination. No patient/user harm reported.